Event description:
It was reported that the customer was hospitalized due to high blood glucose over 400mg/dl. The caller mentioned that the customer was not rotating his sites and developed scar tissue in the areas where he was inserting, which caused his blood glucose to rise. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.